Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "recall, have the textured ones, and was never notified." Healthcare professional later reported exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported right side "recall, have the textured ones, and was never notified." Healthcare professional later reported exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported rupture. The device has been explanted and replaced.